Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced diarrhea and vomiting. And at an unknown point, the cgm was reading 22.0 mmol/l and the blood glucose reading was 32.0 mmol/l. It was stated, that the patient tried to self-treat with extra boluses of insulin, but was eventually brought to the hospital. Here the patient was diagnosed with diabetic ketoacidosis and received intravenous treatment with insulin, potassium, and antibiotics. The indication for the treatment with antibiotics was not indicated. Besides this, blood and urine tests were performed, but no outcome was reported. It was not known, how much time the patient spent in total in the hospital, but it was reported that the patient was hospitalized at the time of the report. However, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.